Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences discomfort at the ipg site. The pt is thin and indicated the site is uncomfortable. Surgical intervention was undertaken on (B)(6) 2013 and the pt's ipg was explanted and replaced which resolved the issue.